Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a segmental resection of lung and thoracoscopy, when resecting v1-v3, bleeding spattered from the resected side, so ligation was performed. It seemed that no bleeding was from the patient side. After that, when checking the patient side again while cleaning before the closure of the incision, the bleeding was found to be like oozing bit-by-bit. The procedure was completed with manual suturing. The surgical time was extended by less than 30 min. Oozing bleeding occurred as a result of the issue.